Event description:
Device returned to manufacturer for analysis with report of "non-functioning pump and leaky connector." Follow up with hcp provided that the pt returned for refill of pump with full 18 ml remaining in the pump. Pt did not experience withdrawal as was taking oral narcotics also. Baclofen was added to narcotics in the pump to cover spasms. Catheter was found to be patent at replacement of the pump. Device system was replaced.